Event description:
It was reported that a user requested to return the ilet system after approximately ten weeks of use, stating the pump overcorrected and brought their glucose too low, despite data showing time-in-range around 80 percent and no frequent lows; no alerts or alarms were reported. Symptoms included hypoglycemia. Outcomes included no reported hospitalization or other clinical impact beyond transient low glucose events. Investigation included review of available case information. Investigation of this case revealed no device malfunction or alarm activity and no contributory device component issues identified from the information reviewed. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. ¿the device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.